Event description:
A health care professional reported before intraocular lens (iol) implant procedure, there was some difficulty loading in the lens. The haptic arms were unfolding and there was some resistance. Lens did not look damaged but surgeon did not feel comfortable loading it again and used the back-up lens. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. The iol was returned positioned correctly in the lens case. Solution was dried on the optic and both haptics. One haptic was bent/deformed, while the other remained intact. The optic was scratched/marked rejectable. The iol met specifications when dimensionally measured for edge thickness and plan view. The provided photo (image-1) shows an iol in a lens case base. The lens is not positioned correctly in the lens case well. One haptic appears bent/deformed. The optic appears damaged and a white line/mark is visible on it. The product investigation could not identify the root cause for the reported complaint, "difficulty loading lens. Haptic arms were unfolded with some resistance," as only the iol was returned for evaluation. No cartridge was returned. Due to this, a thorough investigation could not be completed. The lens dimensions were tested using an approved template and found to be within specification. Based on the results from the product history record review, the product met release criteria. The manufacturer internal reference number is: (B)(4).